Manufacturer narrative:
Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use with a patient, system malfunction occurred on cs300 intra-aortic balloon pump (iabp). The message "catheter inspection required" occurred frequently, but there was no problem with the catheter. No health damage reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b3. A getinge field service engineer (fse) decided not to repair the device.

Event description:
N/a.